Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, so the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic rapabile procedure, the tissue pad on the sonicbeat device was broke. There was no falling off inside the body. The device was replaced with a similar product, and the intended procedure was completed without delay. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.